Event description:
It was reported that prior to a procedure the tps unidirectional footswitch was found to have exposed wires. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Updated to indicate that the device will not be returned by the user facility. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that prior to a procedure the tps unidirectional footswitch was found to have exposed wires. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.